Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet, resulting in signal loss to the ilet while glucose values continued to display in the dexcom mobile application. Symptoms included no adverse clinical effects and no alerts or alarms on the ilet related to glucose values. Outcomes included no change in blood glucose levels and no medical intervention or hospitalization. Investigation included troubleshooting and education with the user, review of alert history, device restarts, bluetooth cycling, sensor code re-entry, and guidance to allow time for pairing. Investigation of this case revealed that the sensor was able to transmit to the dexcom app but not to the ilet until the user re-entered the code, rebooted devices, and cycled phone bluetooth, consistent with a transient communication or pairing issue rather than a sensor or pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user/system pairing disruption resolved through standard reconnection steps.